Event description:
A pacific plus balloon device was being used in a preclinical medtronic animal study left femoral arteriovenous fistula setting. No abnormality noted during preparation and inspection of the device prior to use. The lab interventionist inserted the device and advanced to the target treatment site in the porcine vasculature without difficulty. The balloon was inflated to 12 atm using a 50:50 saline: contrast mix. After the inflation period, the pressure was released from the inflation device in order to deflate the balloon for removal from the anatomy. The balloon deflation time was much longer than expected and required additional means to achieve. The inflation device was used, removed, and then replaced with a 12ml syringe. The inflation device was attached again and attempts were made to deflate. The inflation device was removed and replaced with a 20ml syringe. It took approximately 13.5 minutes for the balloon to fully deflate. Evaluation summary: a visual inspection was performed with no issue was identified. The guide wire lumen was full of blood; however it was possible to clean it after an accurate flushing. A 0.018¿¿ guide wire was inserted through the entire length without any problem. To verify the deflation time, a manometric syringe was partially filled with 1:1 mixture of contrast media and saline solution. Device was inflated at rbp (12 atm) and then, applying negative pressure the deflation time was measured with the chronometer. Deflation time was measured three times, with always the same results, approximately 27 seconds.

Manufacturer narrative:
Results: failure was not replicated through the device analysis. Event most likely procedural related (use of device in a pre-clinical animal study). Conclusion: failure was not replicated through the device analysis. Event most likely procedural related (use of device in a pre-clinical animal study). (B)(4).